Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited an out of range pacing impedance measurement of 200 ohms. Review of the stored data noted the measurements have been low but stable for the past year. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.